Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6082996. Medical device expiration date: 02/28/2021. Device manufacture date: 03/22/2016. Medical device lot #: 5334912. Medical device expiration date: 11/30/2020. Device manufacture date: 11/30/2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer is experiencing leaking in the bd syringe luer-lok¿ tip. The reported medication leaking out is cefazoline. No reported serious injury or medical intervention noted. The customer reports they have 69 syringes.

Manufacturer narrative:
Investigation summary: photo evaluation: one photo was received depicting product reported to be from batch #6082996 and #5334912 (p/n 301029). The product is separated into five bags containing varying quantities of 10ml syringes and folded labeled plastic bags. The syringes in the bags are loose. The stoppers of all syringes appear to be in the bottom out/zero line position. Some of the syringes have a pale yellow/light brown substance residue visible between the stopper and the barrel roof ¿ a sign of having been used. Similar substance residue can be observed in at least one of the syringes behind the stopper on the plunger rod. However, the light reflection of the sample bag¿s surface makes the sample evaluation difficult and physical samples or additional photos would be required for further analysis. It is also unknown what type of leakage the end-user is referring to and how the product was used when the reported failure occurred. Four of the five sample bags have product labels inside that read ¿10 ml bd plastipak luer-lok syringes¿ with UDI scan code. The expiration date listed is aug-2021 which does not match either of the 2 reported bd canaan lots. There is insufficient information for investigation to proceed any further. It is further compounded by questionable product being presented in the photos. Sample evaluation: a box was received, it contained 5 sample bags totaling 69 syringes. Samples were visually evaluated. Each bags contained different number of 10ml syringes and dried white/yellow residue. The white and yellow residue was found throughout the bags' inside surface and inside many of the syringes. The residue was observed in the fluid path, outside the fluid path and in at least two cases between the stopper ribs and under the stopper, indicating potential leakage past stopper. However, batch identification labels seen in the photo were apparently removed from the samples prior to arrival at the plant, therefore it could not be confirmed where the product was manufactured. DHR review for batch 6082996 (p/n 301029): manufacturing dates: 4/14/2016 to 4/18/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6082996 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 5334912 (p/n 301029): manufacturing dates: 12/10/2015 to 12/11/2015. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5334912 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect confirmed based on sample evaluation. Root cause was not determined from the investigation.